Event description:
New information received notes the patient also had an infection.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that the system was explanted due to erosion.